Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had low blood glucose of 40 mg/dl which was treated with food and manual injection. Customer's blood glucose then elevated to 426 mg/dl and was 600 mg/dl at the time of call. It was reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer had nausea. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. It was reported that drive support cap appeared normal. Caller stated that there were no leaks or air bubbles; there were no insulin issues, but it was found that cannula was bent. Caller declined to check if settings were correct; declined troubleshooting bent cannula and declined high pressure test. Caller was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.